Event description:
(B)(4) received notification of an incident involving a walker that (B)(4) imports and distributes. The patient was using the walker when allegedly, it bent and caused him to fall. Upon his fall, the patient allegedly reinjured his leg which was recovering from surgery. All information has been provided by the patient's attorney.